Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. The stapler trigger was partially engaged. Visual examination of the returned sample revealed that the stapler was returned with slightly misaligned staples. The stapler was returned with 32 staples left in the cartridge indicating that at least 3 staples were fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire a staple was made by fully engaging the trigger of the stapler using hand pressure. After full engagement of the trigger a staple was not formed or released. As the trigger returned to its normal resting position a piece of clear plastic fell from the inside of the stapler. The stapler was disassembled and upon closer examination one of the plastic hinge tabs which secures the staple cartridge to the trigger body had broken completely off rendering the stapler unusable. No further testing was possible. No other defects or anomalies were observed. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The complaint has been confirmed. The broken hinge tab rendered the stapler unusable. Operational context appeared to be the cause of this complaint issue. No corrective/preventative actions will be assigned. The reported complaint of "staples stuck" was confirmed based upon the sample received. However, the slightly misaligned staples did not render the stapler unusable. The broken hinge tab rendered the stapler unusable. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the hinge tab to break. The stapler was returned with 32 staples left in the cartridge indicating that at least 3 staples were fired by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received, operational context caused or contributed to this event.

Event description:
The staples were stuck in the stapler. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box,lot #73l1600054 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples were stuck in the stapler. The patient's condition was reported as fine.